Event description:
Haptic crimped in the patient's eye, due to the lens being loaded improperly in the inserter. Lens was removed and replaced. Patient is doing fine.

Manufacturer narrative:
This medwatch was completed by the manufacturer.